Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the brightness of the display is very low and it has been distorted by adjacent thin stripes. Additional information received indicated that the device was able to engage in monitoring activities. The display has thin vertical lines and it does obstruct user's ability to read the measurements. There are no audible alarms and/or error messages reported. No known patient impact reported.